Event description:
Account states they are getting high sodium results for pt samples that repeat lower. The incorrect results were not used to guide pt therapy. The field service representative was unable to determine a reason for the discrepant results.